Event description:
It was reported, in scientific article "vagus nerve stimulation for depression: efficacy and safety in a foreign study," a vns therapy pt was hospitalized due to a manic episode. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Schalaepfer, t.e., (2008) vagus nerve stimulation for depression: efficacy and safety in a foreign study. Psychological medicine, 11.